Event description:
Additional information received: the patient was "real sore" three days after the revision.

Event description:
The pump was delivering lioresal.

Event description:
It was reported that the catheter was fractured/disconnected. The patient underwent surgery to replace the catheter and it was decided to replace the pump also as the patient desired it to be implanted on her right side. The procedure required hospitalization and following the replacement the patient experienced a fever (no other details provided). Follow-up with the physician revealed the patient outcome to be "no injury".

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4). Implanted: (B)(6) 2012, explanted: product typ catheter. Product ID 8709, lot# j11035r66, serial# implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly.